Manufacturer narrative:
Follow-up submitted as further investigation determined the head end lift being stuck in an elevated position was also due to a stripped lift motor coupler.

Event description:
It was reported via repair work order that the head end lift was stuck up in elevated position due to damaged cpu board and stripped lift motor coupler.

Event description:
It was reported via repair work order that the head end lift was stuck up in elevated position due to damaged cpu board. No adverse consequence or clinically relevant delay in treatment was reported.